Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation.  If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported an out of box failure, the enteral feeding pump was overfeeding. Additional information provided by the initial reporter on (B)(6) 2021 stated that the pump was sent for repair and when received back, it failed the pm testing. They set the feed rate to 75 ml/hr and let run for 30 minutes as the manual calls for. The expected amount stated in the manual is 33.7 ml to 41.3 ml and they measured 45 ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue could not be confirmed at this time. The unit passed all testing including an accuracy test using 125ml of water, the delivered rate was as expected. The rotor was damaged, the gasket and tie were replaced due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.